Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. C06472) for female sterilisation. The patient had a medical history of multiparous, anxiety, nephrolithiasis, obesity, dysmenorrhea, hypertension, obesity, cholecystectomy, parity 3, multi gravida and abnormal uterine bleeding. Previously administered products included: paragard, depo provera and oral contraceptive nos. The patient had a family history of breast cancer and colon cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2403 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus , salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: - cervix: squamous metaplasia; mixed inflammation and reactive changes. - endometrium: secretory endometrium. - myometrium: leiomyomata (largest 0.9 cm). - fallopian tubes: coiled metal ligation devices (gross diagnosis). Clinical information total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy gross description: there are two metallic coiled devices noted within the endometrial cavity originating from the right fallopian tube os, one of which is elongated and stretched. An additional tightly coiled metallic devices noted within the left fallopian tube os. The right fallopian tube stump contains a metallic, coiled tubal ligation device with no gross evidence of perforation. No additional devices are present within any of the fallopian tube segments [pregnancy test urine] (date unknown): negative [ultrasound pelvis] in june 2019: av uterus, 9.2 x4.5x 5.2cm, es 7mm, 8mm fibroid, normal ovaries. CT abdomen/pelvis (feb2021): essure coil noted at external cervical os. Batch no.c06472, production date:2013-12-20,expiration date:2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2021, 2404 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. C06472) for female sterilisation. The patient had a medical history of multiparous, anxiety, nephrolithiasis, obesity, dysmenorrhea, hypertension, obesity, cholecystectomy, parity 3, multi gravida and abnormal uterine bleeding. Previously administered products included: paragard, depo provera and oral contraceptive nos. The patient had a family history of breast cancer and colon cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2403 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus, salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: squamous metaplasia; mixed inflammation and reactive changes. Endometrium: secretory endometrium. Myometrium: leiomyomata (largest 0.9 cm). Fallopian tubes: coiled metal ligation devices (gross diagnosis). Clinical information: total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy. Gross description: there are two metallic coiled devices noted within the endometrial cavity originating from the right fallopian tube os, one of which is elongated and stretched. An additional tightly coiled metallic devices noted within the left fallopian tube os. The right fallopian tube stump contains a metallic, coiled tubal ligation device with no gross evidence of perforation. No additional devices are present within any of the fallopian tube segments [pregnancy test urine] (date unknown): negative. [Ultrasound pelvis] in (B)(6) 2019: av uterus, 9.2 x4.5x 5.2cm, es 7mm, 8mm fibroid, normal ovaries. CT abdomen/pelvis ((B)(6) 2021): essure coil noted at external cervical os. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Lab data updated. Medical history, concomitant conditions and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.